Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
(B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # 1097014 h3 other text : device not returned

Event description:
It was reported that there was a fiber optic sensor failure during intra-aortic balloon (iab) therapy. The customer had attempted to troubleshoot. They had disconnected the fiber optic (fo) connector and were using the transduced inner lumen of the iab for arterial pressure (ap) readings. Therapy was never interrupted during the changeover from fo ap to transduced. There was no patient harm or adverse event reported.